Event description:
Philips received a complaint on the defibrillator indicating that the device had no sound. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The asp visited the customer site and confirmed that the device emitted no sound at startup because of a defective speaker. The defective speaker was replaced with a dfm100 speaker assembly. The device was returned to use, and no further evaluation is warranted at this time.